Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing and noise. Technical services (ts) reviewed the data and stated that there was noise seen on shock electrogram (egm) and atrial noise with oversensing was documented in several atrial tachy response (atr) episodes which could be pointing to a potential lead impairment. There were no episodes showing evidence of noise on the ventricular rate electrogram (egm). Ts recommended in-office troubleshooting to evaluate both right atrial (ra) and right ventricular (rv) lead mechanical integrity. Ts also stated to perform full chest x-ray imaging to evaluate lead integrity and device and header connection. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing and noise. Technical services (ts) reviewed the data and stated that there was noise seen on shock electrogram (egm) and atrial noise with oversensing was documented in several atrial tachy response (atr) episodes which could be pointing to a potential lead impairment. There were no episodes showing evidence of noise on the ventricular rate electrogram (egm). Ts recommended in-office troubleshooting to evaluate both right atrial (ra) and right ventricular (rv) lead mechanical integrity. Ts also stated to perform full chest x-ray imaging to evaluate lead integrity and device and header connection. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that the atrial tachy response (atr) episodes showed inappropriate mode switching due to ra noise with oversensing, which could likely be myopotential noise. The ra trend data showed variable in-range intrinsic amplitudes. Ts recommended lead and device evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.